Event description:
It was reported that the device was emitting smoke.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see comm log), and indicates: device inspection: visual signs of liquid and dirt on 0105-206-957 board; functional: ok; dimensional n/a; material analysis n/a; expanded activities n/a. Investigation results: report confirmed: no; conclusion: liquid entered inside of equipment; failure mode n/a; root cause n/a; other nonconformities n/a; disposition returned to the customer without repair. Probable root cause: damaged front board; damaged main board; damaged iris board; damaged a/c inlet board; damaged power supply; damaged electrical cables. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the device was emitting smoke.